Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost 150 ml of blood. It was reported that there was no long-term harm to the patient. No additional medical treatment was required due to the blood loss. The complaint reported visible blood appeared inside the filter within 30 minutes of processing and the machine alarmed high pressure and blood leak. Visual analysis of the photo provided by the facility indicated a possible fiber leak. Since the unit was not returned, medivators quality assurance was unable to confirm this complaint based on the photo provided. Medivators remains in close contact with (B)(4). Continued investigation is underway. This is a (B)(6) region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system. Facility information: (B)(6).

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost 150 ml of blood. It was reported that there was no long-term harm to the patient.